Manufacturer narrative:
Additional information: d4 (lot number).

Event description:
It was reported that during the procedure, the knob of the implant holder broke off while the surgeon was attempting to remove it from the implant. There was a greater than 30 minute delay while the surgeon removed the broken implant holder. There was no additional reported patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, the knob of the implant holder broke off while the surgeon was attempting to remove it from the implant. There was a greater than 30 minute delay while the surgeon removed the broken implant holder. There was no additional reported patient harm.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in h6: component, impact, clinical, and investigation type. Visual inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the knob has fractured off the device. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during the procedure, the knob of the implant holder broke off while the surgeon was attempting to remove it from the implant. There was a greater than 30 minute delay while the surgeon removed the broken implant holder. There was no additional reported patient harm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event is confirmed with photographs received. Upon inspection, the knob is fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.